Event description:
It was reported that during an angioplasty procedure, the coating of the sheath was allegedly found peeled off and failed to be inserted. It was further reported that another device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiration date: 06/2023. Device not returned.